Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic procedure, which was delayed, and it was completed after deletion of message. There was no reported patient or user harm. The philips remote service engineer (rse) examined the system remotely and confirmed that the system failed to expose. A review of the system logfile confirmed the reported malfunction. Upon troubleshooting, the rse determined that the customer tried to expose on generator busy status. As per IFU customer should not expose on generator busy condition and they should wait until message was gone, it confirmed that the issue occurred due to user error. The rse suggested the user to expose after the error message was gone. The device was working as intended. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. The issue was caused by a user error as the user tried to expose on generator busy condition. As per IFU customer should not expose on generator busy condition and they must wait until the message was gone. No malfunction of the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system failed to expose. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.